Manufacturer narrative:
(B)(4) - no consequences or impact to patient, tears, rips, holes in device, device material. (B)(4).

Event description:
Additional information received - the reporter indicated the lens did not tear during delivery, the lens was not used due to the surgeon observed rust-like substance on the lens. The substance came from the forceps used by the customer. There was no patient contact and the event was not icl related.

Manufacturer narrative:
Results: visual inspection of the returned product found foreign material on the lens surface. The lens was returned dry. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.0mm icm120v4 implantable collamer lens but the lens tore. The lens was not implanted. Another same model lens was implanted.